Manufacturer narrative:
The customer's reported problem is currently under investigation by merge healthcare. For this reason, conclusions code 11 was used. When more information becomes available, a supplemental report will be submitted. At this time it appears that the incorrect values originated from the customer's modality. Therefore, the incorrect values from the modality were imported into merge cardio. The investigation is in progress however, there is no indication at this time that the merge cardio device malfunctioned.

Event description:
Merge cardio is a system intended to be used to acquire, store, print, transfer, and archive clinical information including images, hemodynamic studies and reports, measurements (via import from dicom structured reporting, text files or optical character recognition of measurements captured on images) and cardiology signal (waveform) data. On (B)(6) 2018, a customer contacted merge healthcare and stated that diagnostic measurements taken by their modality needed to be corrected within the merge cardio application. Due to an incorrect values displaying in the diagnostic report, there is a potential for incorrect treatment of a patient that could result in harm. (B)(4).

Manufacturer narrative:
This supplemental report is submitted to the FDA in accord with applicable regulations and as indicated by merge healthcare in the initial report submitted 02/02/2018. The customer stated that the lvid ed plax base measurement was actually being mapped to a fractional shortening measurement, this measurement mapping was fixed by merge support and now maps to the correct location. Lvid, ed plax chordal measurement was incorrect at the second decimal place on the clinical report as it was being rounded up. The example provided by the customer shows lvid, ed plax chordal measurement of 4.26 on report vs 4.25 cm measured (as seen on image). The actual value is 4.254548 cm, which came from the cart. Merge rounded up starting with the last number "8". This issue was also resolved by merge support. No further action is required. There were no reports of death, serious injury or injuries that were directly caused or contributed to as a result of this issue.